Event description:
Information received by medtronic indicated that the insulin pump alarm hall sensor movement alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 130 alarm found on 10/01/2021. Pump passed the displacement test, rewind test, prime/seating test, force sensor test and occlusion test, however failed the basic occlusion test. No unexpected pump error 130 alarms noted during testing. Successfully downloaded history files and traces using thus. Pump error 130 alarm was found on oct 02, 2021 at 10:48, 10:49, 18:12, 12:37 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Force sensor zero offset within specification (23.1mv). The following were noted during visual inspection: cracked case above arrow and battery icon. Customer alleged for pump error 130 alarm was confirmed on 10/2/2021. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.